Manufacturer narrative:
Device not returned. The sites have received best practices communications as well. It is up to the individual at the site to visibly see and remove the soiled/make-up masks. All information known or reasonably known to battelle has been included in this submission. Any blank fields indicate that information was unavailable.

Event description:
User reported black smears on mask. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.